Event description:
Additional information was reported by the company representative. For several refill processes, sometimes identified by telemetry, a reservoir difference of 3 to 4 ml more or less, was reported. No specific values were known. The healthcare provider (hcp) was waiting on the patient's insurance authorization, to perform the replacement procedure. No further troubleshooting has been performed; the hcp refused to refer the patient to the hospital to perform the studies, as the patient was having many problems regarding the lack of adequate therapy and he did not want to cause another unpleasant situation to the patient. If the pump and catheter are replaced, the device will be returned for analysis and the hcp would like feedback. The patient was in pain management through oral medication. No further information was provided.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who was receiving morphine 10 mg/ml at a dose of 3.008 mg/day via an implantable pump. The lot number was unobtainable. The patient's medical history included an allergy to iodine, low oxygen saturation, and surgery in bone marrow. This was the main reason the patient used morphine. The patient's concomitant medications were unobtainable. The physician responsible for the patient along with the patient reported that during the refills of the pump, the quantitative values that remained in the pump reservoir presented during the telemetry, time is over, time is less. By checking in a lot of refills, it was identified difference in the amount of the drug within the reservoir of the pump and especially by the patient reports. The patient had been having a problem with the therapy. The patient reported that more than once a month there was the return of symptoms and withdrawal symptoms. Until now, when the return of symptoms and withdrawal symptoms occurred the physician prescribed oral morphine so that him complements the dosages and to contain the abstinence crisis. Then when the patient had symptoms of overdose, the physician told the patient to do the resting. Symptoms reported included headache, sweating/diaphoresis, chills, skin tingling, drowsiness, pain, and others. The symptoms appeared and disappeared frequently, according to medical information and the patient. At certain times, there were about 3 to 4 days without any symptoms and then it would appear as previously described. No solution had been done to resolve the issue at the time of the report. However, the doctor suggested an immediate/urgent exchange of the device and analysis. However, the device remained implanted and was reported as still working. At the time of the report the patient's status was reported as alive-with injury. This was described as temporary injury specific to all the symptoms reported. No surgical intervention occurred and there was no hospitalization. Additional information has been requested regarding volume discrepancy specifics, resolution, catheter serial, and patient outcome. If additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8709, product type: catheter. (B)(4).

Event description:
Underdose infusion was also reported.